Manufacturer narrative:
E1 - initial reporter establishment name : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic cholecystectomy, peeling of the sonicbeat tissue pad occurred during the first output. The object that fell off inside the body was retrieved. The procedure was completed after the device was replaced with a new sonicbeat. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. The tissue pad was intensively worn out. No fragments of the tissue pad were returned. A definitive root cause could not be identified. Based on the results of the investigation, the reported event is inferred to have occurred through the following mechanism: due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was intensively worn, partially peeled off. The tissue pad was feel off because the pad added pulling load. Olympus will continue to monitor field performance for this device.